Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called in to report that the da vinci system was having issues with energy, specifically an error c-34 that occurred on the integrated electrosurgical unit (iesu) or erbe. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the c-34 error in the logs. Before calling in, they had replaced the energy cable, instrument, and grounding pad. The tse recommended rebooting the erbe, which was done three times, but the error returned upon power-up or when the surgeon attempted to fire energy. The tse then suggested swapping to another vision side cart (vsc) or using the covidien/valley lab force triad. The customer elected to switch to another vsc. The procedure was converted to another dv with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to c-34 and u-02 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. [If part replaced and returned: the erbe was returned for failure analysis for ¿davinci is having issues with the energy, getting error c-34 on erbe¿ and was confirmed and replicated using system logs. The reported problem was confirmed as happening in the field. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using a system and on startup the unit displayed c-34 hf voltage u-02 eisu check master failure. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause could be attributed to this issue c-34 hf voltage, an electrical component failure within the erbe generator.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.